Event description:
The facility reports the resident was being transferred to the gerry chair when one of the latches on the sling came unhooked. The resident fell to the floor, suffering a laceration to the head, an abrasion to the back of the head, and a hematoma to the outer right thigh.